Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. When the mitraclip cds was advanced within the sgc, air was identified within the sgc chamber. Troubleshooting was performed, and the air was aspirated with a syringe. The cds was removed and a replacement cds was selected. The clip was implanted successfully, a second mitraclip was then implanted successfully. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.